Manufacturer narrative:
(B)(4).

Event description:
It was later reported that the patient never had therapeutic effect. The patient was not receiving any pain relief. In (B)(6) 2014, the healthcare provider (hcp) did "some sort of catheter test" and the patient was told that everything with the catheter looked fine. It was also reported that way the patient's current pump was placed was "sloppy". The pump bulged down and was painful to the touch. It had been that way since implant. The onset of these symptoms was sudden. The patient mentioned this to her hcp, who seemed hesitant to do a revision. At the patient's last refill on (B)(6) 2014, the hcp said that he would consider doing a revision; however he wanted the patient to wait another 3 months. The hcp also mentioned draining fluid off of the pump. The patient didn't feel that her hcp understood that she was in constant pain and was doing enough to check the pump. It was noted that the patient's next refill was 3 months following this report date. It was noted that the patient saw a hcp once a month for epidurals. At the patient's refill on (B)(6) 2014, bupivacaine was added. The device system was used to deliver fentanyl and bupivacaine.

Event description:
It was reported that the patient was looking for a new health care provider (hcp) because the hcp ¿put in a new pump. And it¿s really sloppy. And it feels like it¿s going to flip¿. The patient had noticed this ¿about three weeks ago¿. It was also noted the patient¿s pump was implanted on (B)(6) 2014 and not in (B)(6). It was reported since implant the patient hadn¿t had real relief. It was reported ¿ya know, my legs have been real tired like before I had a stimulator put in ten years ago¿. The patient had mentioned it to the hcp however he said ¿well it just takes time¿. The patient had an appointment the following day and was going to ask to mix their medication with a muscle relaxer. It was then reported the hcp said ¿no, we¿ll just let it go for now¿. It was reported since implant the patient couldn¿t bend over because ¿it felt like it was jabbing into my ribs¿. The patient couldn¿t touch her side without pain. The patient had noticed this since implant and also noted ¿it was itching real bad right after he did the surgery¿. The patient had reportedly complained about that and they told her to ¿do benadryl and clean it and all that kind of stuff¿. It was also reported ¿I've had nothing but problems since he put this one in." The device system was used to deliver fentanyl. It was later reported that the patient was still having concerns regarding their device or therapy but was working with their hcp or device manufacturer representative. The patient had an appointment date of (B)(6) 2014. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 8731, serial# (B)(4), implanted: (B)(6) 2005, product type: catheter. (B)(4).

Event description:
Additional information received reported a catheter dye study was done and the catheter was shown to be intact. The patient was sent for an MRI which was negative for any findings. The next day it was reported the patient continued to have increased pain and "they are working her up"or other issues that were non-device related.